Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2014, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2014. The patient stated that on (B)(6) 2014 the area on her abdomen began to itch and there was a rash. Five days later the itching continued, and the patient removed the sensor due to the rash. The patient visited a dermatologist on (B)(6) 2014 and was prescribed clobetasol propionate cream for the skin reaction. At the time of contact, it was indicated that the patient's skin was healing. No additional event or patient information is available.